Event description:
This lead had an impedance of over 3000 and loss of capture. The pacemaker was replaced at the same time due to eri indication. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.